Event description:
Procedure type: according to the reporter: the balloon portion of trocar (this is the balloon portion of the btt) came off of trocar cannula while being used. Dr tried to repair; it worked for a short while and then fell into the abdominal cavity. Current patient status is fine. No incision was not extended over 1 inch or time was not extended and there was no additional bleeding. Surgeon retrieved the balloon from abdominal cavity with a grasper, and used another btt without incident. No patient injury was reported.

Manufacturer narrative:
(B) (4)